Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, after delivering a bolus of 13.11 units, the insulin gauge decreased from 120 units to 84 units. Troubleshooting was performed with tandem technical support and it was verified that the fill estimate was inaccurate. The customer did not re-load the same cartridge or load a new cartridge onto the pump. The customer's blood glucose (bg) level was not impacted.